Manufacturer narrative:
The component parts of device sd398.910 were manufactured in (B)(4). The component parts (lots t956475 and t958712) of device sd398.910 were manufactured on january 20, 2011 and march 16, 2011 respectively. Device history record review (component lot numbers): part 03.501.030 / lot t958712 - manufacturing date: march 16, 2011; part 03.501.030 / lot t956475 - manufacturing date: january 20, 2011. A review of the device history record for both lots showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material, which was delivered as lot kr77674 for both lots, is corresponding to the specifications. No non-conformance reports were generated for either of the two lots. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient (B)(6) device is an instrument and is not implanted / explanted. (B)(4) the investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a piece broke off of the bottom portion of plate holding forceps during an orif (open reduction internal fixation) to treat flail fractures of the ribs. The one inch piece broke off where the forceps juncture starts. Extra c arm x-rays were taken and the fragment was retrieved, leaving nothing behind in the patient. There was a reported 30 minute surgical delay. The procedure was completed successfully without further incident. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device history review (DHR): manufacturing release date: june 21, 2011 the part number and lot number of the complaint matches the top level DHR part number and lot number. Review of the top level DHR shows that there were no issues during the manufacturing of the product that would contribute to this complaint condition. A material record report (mrr) was written against the top level order for a cosmetic issue and an oversized gape between the tangs. The disposition for both these issues was use as is (uai). The component part was made by (B)(4) (03.501.030, lots t958712 & t956475). In summary, the review of the dhrs, inspection records and certifications, confirm that the material, components and /or final product, as applicable, met inspection records, certification test values, and acceptance criteria. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.